Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was intermittently undersensing on the ventricular channel during an episode of ventricular fibrillation. As a result of the undersensing, the ICD withheld high voltage therapy. The patient died the same day, and it is unknown whether or not the ICD undersensing caused or contributed to the death.